Event description:
On (B)(6) 2013 at (B)(6) reported that the vacuum controller (vavd) serial number: (B)(4) had intermittent leakage issues. A couple of membrane kits were fitted and the controller worked fine for weeks/months, then for no reason struggled to maintain vacuum. Original membranes were found to be clean & with no splits/damage. Reference: RMA 7023003260

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Service report (B)(4) was generated for this event. The pressure relief was corrected and the device tested per the service protocol. (B)(4).